Event description:
Date notified: 2007 a model 1305 portable aspirator failed to provide sufficient suction. An inspection of the device revealed a defective battery pack. The battery pack was replaced, the device was tested to specs and returned to the customer. No pt was involved at the time of the device failure.